Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: a visual and microscopic examination identified distal stent damage. This type of damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A visual and microscopic examination identified no kinks along the length of the hypotube shaft. Solidified blood was present within the entire length of the inflation lumen, therefore indicating the device had been used in vivo. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2010. It was reported that during a stenting treatment procedure, crossing difficulties were encountered. Access was obtained via the radial artery. There was a significant bend in the lesion of >45 degrees, but <90 degrees. The 2.25x22mm, 90% stenosed, concentric, de novo lesion being treated was located in the severely tortuous and calcified left anterior descending (lad) artery. The doctor advanced the 2.25x24mm taxus liberte stent delivery system (sds) to the target lesion, but it was unable to cross. The procedure was completed using another of the same device. No patient complications were reported and the patient's status is stable. However, product analysis revealed stent damage.